Event description:
It was reported that after the device implant procedure when the pocket was closed, manual impedance measurements were done for the left ventricular pacing polarities and some of the measurements were noted as "not taken." The testing was repeated and resulted in normal measurement values. The device remains in use. No patient complications have been reported as a result of this event.